Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had not charged their ins in 5 years because they had surgery that fixed their problem and they no longer needed the therapy. Patient reported 8 months ago they had the ins removed (confirmed leads were left in) because it was starting to cause pain in the butt cheek. Patient now needs an MRI. Agent reviewed information and emailed MRI eligibility form. Agent also provided ts number for MRI facility to call. Agent warm transferred to prs to update device status. When asked hcp, patient stated they think there was a hcp who adjusted it once 5 years ago.